Event description:
Clinical adverse event received for failed patellar component. Patellar migration/loosening. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2020. Date of event: (B)(6) 2022. (Left knee). Treatment: revision; patella and insert were revised.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Patient reports pain, stiffness, and walking difficulty in left knee 2 years s/p left knee revision of tibial tray and patella due to loosening. Physical exam identifies sizable effusion as well as 1-2 mm laxity with extension. Imaging indicates a failure of the patella. The patient will return for a detailed exam with the surgeon. Clinic note dated (B)(6) 2022: the surgeon determines the natural paella has fractured due to avascular necrosis. There is no indication of failure of the patellar button. The surgeon performs a joint aspiration of 70 ml from the left knee. The patient will continue to be monitored. No further intervention was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence was not able to confirm the complaint, in order to confirm loosening a series of chronological x-rays is needed. No other defects were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.